Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the memory nodes, replaced the hard drive and power cable, and reloaded calibration files and system software. The system operates as intended.